Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Please see MFR's report number 1627487-2010-01495 for device 2. On 12/15/2009, the pt was implanted with a scs system. The pt was implanted with 4 quattrode leads: two epidural, 2 subcutaneous. The system worked fine for 2 weeks post-implant, but then the right epidural lead exhibited high impedance and insufficient stimulation. Two days later, the left epidural lead also began to exhibit high impedance. The 2 subcutaneous leads continued to work fine. X-ray showed that the ipg connections and extension connections appear intact but that the right lead did pull down a little from the original location. Pt was revised on (B)(6) 2010 and the leads were replaced. The leads were cut up during the revision in order to remove them and they were discarded.